Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 14. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility,swelling and fistula. No further patient complications were reported.